Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that during valve deployment at the end of inflation, the balloon of the commander delivery system ruptured. The 29mm sapien 3 ultra reslia valve was able to be fully deployed and was successfully implanted. 2cc of extra volume was added to the balloon prior to the inflation. There was no difficulty withdrawing the delivery system. The patient was noted to have done well. Other than leaflet calcium, the perceived root cause was unknown. There were no missing pieces from what the team could all see. Per evaluation of the provided images, the following was observed: longitudinal and radial balloon bursts of the balloon were observed. No missing balloon pieces were observed. Calcification was present at the landing zone.